Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified tip damage. The distal edge of the tip had a non uniform edge with a tear at 1 point, resulting in a small section of the tip detaching. The tip was also raised at the distal end. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the additional information received on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 2.5x20mm taxus liberte stent would not cross the lesion. Access was obtained via the right femoral artery. The 20x2.5mm, 80% stenosed, eccentric and denovo lesion being treated was in the located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm non bsc balloon, resulting in 60% residual stenosis. A 2.5x20mm taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. Another attempt was made to advance a 2.25x20mm taxus liberte stent but this also would not cross the lesion. The procedure was completed with a 2.5x12mm taxus liberte stent and a 3.0x13mm non bsc stent. No patient complications were reported and the patient's status is stable. However, the returned product analysis found a tear of the tip with a small section of the tip detached. It was not able to be determined when or where the detachment occurred.